Event description:
The patient was implanted with a herniamesh t-sling cal-ts10x lot 0327 on (B)(6) 2006many years later the patient has suffered painful intercourse, nerve damage in the right leg area, vaginal bleeding and pain, mesh erosion, removal and corrective surgeries. No further information has been provided..